Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues and pain. The pt was seen at the center for device evaluation. Programming recommendations were made. On april 13, 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was functioning. However, the pt reportedly continued to have sound quality issues. Surgery to explant the pt's device is to be scheduled.